Event description:
When combining the crrt (continuous renal replacement therapy) solution bag the chemical part of the bag, burst and the chemical solution sprayed on rn (registered nurse) and the floor. Rn was wearing ppe and no injury occurred.